Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker exhibited an undersensing of the patient's intrinsic ventricular conduction. This resulted in a ventricular pacing delivered that led to a functional loss of capture (loc). No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. This pacemaker has been received for analysis.